Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on february 28, 2020. According to the complainant, during the procedure, it was noted that the balloon could not be deflated and cannot be pulled out through the scope as it was stuck. The scope was then pulled out of the patient with the balloon still inside the scope. The procedure was completed at this time. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.